Manufacturer narrative:
One sensor was inspected and performed bicarbonate buffer test. The sensor failed per spec with inaccurate readings. The lab transmitters were checked for proper use and operation using tool and transmitter passed per spec. The cannula was also found to be split from the tubing.

Event description:
The customer reported via phone call of having issues with their sensor. The customer states receiving sensor error alerts. The customer's blood glucose level at the time of incident was 123mg/dl. The device is being returned for analysis and replaced.